Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insufficient amount of insulin during the load process. The customer was unsure if blood glucose level was impacted. The customer declined any further troubleshooting.